Event description:
It was reported that the patient had pain around the device and questioned if the device can be moved to a different location. It was recommended to discuss this issue with the medical doctor. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.